Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) associated with this left ventricular (lv) lead was emitting beep tones. Approximately eight months later, the field representative called to report that a device alert was recently issued to check the lv lead and both the pacing and high-voltage portions of the right ventricular (rv) lead. The field representative reported that the device had started beeping at the end of the previous year as had been initially reported by the patient and that someone had programmed tones off, but had not reprogrammed or revised the system at that time. It was also reported that high, out-of-range shock lead impedance measurements had been recorded by the device approximately a month prior to the tones. Lv impedance measurements appear to have spiked high and out of range approximately one month prior to the recent alert. Boston scientific technical services (ts) reviewed device memory and found over 2,000 episodes of oversensing of noise on the leads and increased lv thresholds. No inappropriate therapy delivery was reported. Rv pacing, sensing and thresholds were normal. The sustained noise could not be reproduced but noise occurred on the rv channel during lv pacing. The lv lead was programmed off and programming was optimized to help avoid the oversensing. The patient has an intrinsic rhythm but did report feeling short of breath and tired for the past several weeks. Electrograms (egm) showed complete bundle branch block. Biventricular pacing was programmed off pending device replacement and detection criteria was adjusted to minimize false categorization of arrhythmias. No adverse patient effects were reported. This lead was explanted.